Manufacturer narrative:
The device was returned to olympus for inspection. The root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint is cause linked to device but unable to trace more specifically. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the rigid video laparoscope exhibited a broken charged coupled device (r-unit) and therefore the pixel shift was incorrect. There were no reports of patient involvement.